Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer said insulin pump display started blinking. Additionally, insulin pump did not respond at all. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed. The insulin pump will not be return for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional test including selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to display anomaly.